Event description:
It was reported that the tip of the wire separated inside the lumen of the dilatation catheter. This occurred after completing the ptca procedure, at the time the guide wire was removed from the balloon catheter.